Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse inserted a foley into a patient and inflated the balloon. At the end of the procedure, the nurse deflated the balloon and a ridge around the catheter remained. The nurse had to apply tension in order to pull the foley out.